Event description:
Information was received from a consumer, manufacturer representative, and healthcare provider (hcp) regarding a patient who was receiving dilaudid, bupivacaine, clonidine, and fentanyl via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome, chronic low back pain, and non-malignant pain. It was reported that the patient was having withdrawal-like symptoms approximately 2 to 2.5 weeks prior to the refill date over the nine months prior to report. The patient would have a return of symptoms and his pain would increase like he was not receiving the medication. The pain was described as acute and extreme, and the patient experienced leg cramps. It was stated that the patient would be in very bad shape and was not the same person as he was when his pain was being managed. When the patient went in for the refill, the pump was once found to be empty and was found to only have 1-2cc of medication two other times; however, there were no volume discrepancies. It was unknown if there had been any alarms, but the consumer had never heard the alarms. After the refill, the patient would be wiped out for several days. The patient would be great a few days after refill until the 2 to 2.5 weeks prior to the next refill. The consumer asked the hcp about moving up the refill date to avoid having the patient go through the issue every 8-10 weeks but had not gotten a favorable response. It was later reported that the patient was refilled on (B)(6) 2012, and the hcp office was unaware of any problems that the patient was experiencing at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.